Event description:
It was reported that on testing the device, an increasing number of electrode channels show status hi. No accident was reported. The external parts were checked and found to be functional.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.